Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was burning at the ins site. The patient stated the burning was intermittent and comes and goes with no pattern noticed. The patient stated it was worse when their pants were riding low. No falls or movement was associated with the burning. The patient stated they were exposed to emi. The patient stated they had a CT scan a couple of weeks ago of the neck and oral cavity and radiation treatment about a year ago. The caller stated the patient had cancer and has had chemotherapy, radiation, immunotherapy and pain medication. The caller also mentioned the patient had two surgeries on their tongue. The caller stated the patient has turned the stimulator off and that has not made a difference. The caller checked the site and didn¿t notice any changes. The burning did not start while recharging. The caller said the implanting healthcare professional (hcp) to send them the patient¿s last 6 months of medical records. The caller stated they have an appointment with their pain hcp on (B)(6) 2017. No further complications were reported.